Event description:
It was reported to philips that there is a failure in the x-ray tube preventing the system from producing x-rays. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.